Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was originally reported that the suture anchor driver broke off and/or bent, impacting on the suture and causing it to fray. Two of the anchors could not be retrieved and were left in the patient. Two different lots were used successfully. Patient: (B)(6) male; (B)(6). Case: distal radius. Follow-up investigation: three units of the same lot did not work as intended. None of the anchors themselves broke. Two of the anchors had the driver break-off in the anchor and one of the drivers crimped shut, causing the suture to fray. One anchor was successfully retrieved. Two (2) anchors were left in bone, sitting flush with a piece of the driver inside the anchor. All suture was retrieved. The three drivers in question are being returned for evaluation. To complete the procedure two anchors/drivers from a different lot were used without issue.

Event description:
It was originally reported that the suture anchor driver broke off and/or bent, impacting on the suture and causing it to fray. Two of the anchors could not be retrieved and were left in the patient. Two different lots were used successfully. Patient: (B)(6) male; (B)(6). Case: distal radius. Follow-up investigation: three units of the same lot did not work as intended. None of the anchors themselves broke. Two of the anchors had the driver break-off in the anchor and one of the drivers crimped shut, causing the suture to fray. One anchor was successfully retrieved. 2 anchors were left in bone, sitting flush with a piece of the driver inside the anchor. All suture was retrieved. The three drivers in question are being returned for evaluation. To complete the procedure two anchors/drivers from a different lot were used without issue.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. The evaluation revealed that the driver"s distal square drive tip was broken-off. Additionally, the driver's distal square driver tip was bent and damaged (pinched between the walls). The driver met all material specifications as received. Complainant's event is typically caused by not inserting the implant coaxial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.